Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system. Customer was attempting to insert the reservoir when the alarm occurred. Customer's blood glucose was 123 mg/dl. Customer reported the drive support cap was normal and didn't recall pressing it in while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump was received with minor scratches on the lcd window, and a scratched reservoir tube window.